Event description:
During a customer visit, two olympus field personnel observed an endoscope which had been purchased from a third party service provider which bore an olympus logo at an incorrect site on the device. Upon further examination, the endoscope was noted to have a longer than usual insertion tube, and was further labeled as model cf-q160s, however, the "s" was partially scratched out and blackened on the control body and serial plate. The ess returned to facility the next day and took pictures of the subject device. The endoscope was supposed to be a sigmoidoscope with a long insertion tube. The insertion tube was noted to be very floppy.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was also received with a copy of a undated document which stated "endoscope must be correctly sterilized prior to use! Reprocessing requires alcohol rinse and air drying of scopes! Please refer to your instrument's operation manual information on proper preparation reprocessing and use. We sell endoscope manuals." Further examination of this device found: the model description on the serial number plate was modified. The "s" designator for the length of the insertion tube was "buffed" off. The model description on the grip was modified. The "s" designator for the length of the insertion tube was blackened in an apparent effort to obscure this information. The ID-chip data indicated that the endoscope was a cf-q160s. The insertion tube is from a model cf-100tl device as verified by manufacturing records. The bending section was identified to be from cf-100tl. The distal end was determined to be from a cf-q160 model endoscope. The insertion tube diameter is equal to a cf-100tl. This report is being filed as a MDR as the device appears to have been misbranded and adulterated as it is being represented as an olympus device, when in fact olympus has not manufactured this product in this configuration. Additionally, olympus has no validated reprocessing information for a device in this exact configuration, and cannot assure the safety and efficacy associated with reprocessing this device should a user facility attempt to use the reprocessing instructions provided with any of the represented model configurations found in this device.